Event description:
A report was received that a pt's ipg was depleting faster than the estimated time the pt was advised. A bsn representative confirmed premature battery depletion for the pt's ipg. The pt's physician has recommended that the ipg be replaced. The procedure has not yet been scheduled.